Manufacturer narrative:
(B)(4). A companion cassette sample has been requested for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Per the complaint information, the patient stated there was air in the cassette. The complaint was not confirmed in the lab due to a lack of a sample. The lot number is unknown therefore a batch review was not performed. The root cause was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted (B)(4) regarding a slow flow patient line alarm that occurred on the homechoice (hc) unit during fill 4 of 5. The hp stated this was a recurring issue over the last 2 weeks. The technical service representative (tsr) assisted the hp to end therapy. The hp further stated that the cassette was about half full of air. The hp confirmed he would complete therapy with manual bags. On (B)(6) 2011, product surveillance contacted the hp who stated he was still having issues. The hp further stated he was experiencing discomfort and weight gain, so was being seen by the clinic. The hp stated the clinic was going to do a flat x-ray to see if there was an internal issue. On (B)(6) 2011, (B)(4) spoke with the hp who stated the discomfort and weight gain was an ongoing issue. The hp stated he is continuing therapy and there have been no changes in his prescription. There was no serious injury or medical intervention reported.